Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip tip¿ syringe with bd safetyglide¿ safety needle experienced foreign matter on the needle. The following information was provided by the initial reporter: clump of white hard matter on needle. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 22-jun-2023 investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a hard white clump on the cannula 1/3 of the way from the tip. It appears to be epoxy used in the cannula to needle hub adhesive. This defect could occur if there was a jam occurred at the cannulator inducing the epoxy drip over on the needle. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd slip tip¿ syringe with bd safetyglide¿ safety needle experienced foreign matter on the needle. The following information was provided by the initial reporter: clump of white hard matter on needle type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use.